Manufacturer narrative:
Analysis was performed by remote service personnel which included evaluating the sound setup via control panel. It was identified that default sound was selected to splitter. The remote service engineer (rse) updated the default setting to speaker and the biomed validated sound is now emitting from the philips speaker. The results of the analysis indicate that when the customer changed the display port this also changed the default sound output. Based on the results of the analysis, the product was confirmed to be operating per specifications and the cause of the reported problem was due to incorrect sound configuration. The issue was resolved by selecting the speaker as the default for sound. A review of the service history for this device confirms the problem has not been reported again for this device.

Event description:
The customer reported that they changed the display ports and now they are unable to hear anything from the speaker; the sound was coming out of the display. The device was reported to be in clinical use. No adverse event to the patient or user was reported.